Event description:
Dosi-fuser 250ml 2 day pump -4.7ml/hour-, a portable elastomeric infuser manufactured by leventon and distributed by (B)(4), was filled with normal saline and fluorouracil and connected to the pt on (B)(6) 2011. The next day, the pt reported that the infuser was leaking all over clothing. When the pt returned to the clinic, the nurse realized that the fluid was leaking from the capillary element, also referred to as the "sensor".